Manufacturer narrative:
Corrosion was noted on the motor and rotor assembly.

Event description:
The micro oscillating saw was sent in for service and it overheated during quality check. No adverse event was associated with the device.